Event description:
It was reported by the patient that approximately four days post implant their right ventricular (rv) lead "fell out". It was also reported by the patient that the rv lead exhibited a pacing problem by pacing low. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.